Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter it was defective. The following was received by the initial reporter: product was defective during use, when removing the cap.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 38183314 and lot number 2354597. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither pictures nor physical samples were available for return, a thorough sample analysis could not be performed. Based on the investigation results, an exact cause could not be determined for the reported incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter it was defective. The following was received by the initial reporter: product was defective during use, when removing the cap.